Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar spinal fusion. It was reported that during final tightening of crosslink one outer set screw on rod sheared off below the normal shear point, leaving a small conical piece of the leading edge of the crosslink set screw and no purchase to the rod. At this point there was no ability to remove the improperly tightened set screw so the rods had to be removed to remove the crosslink from the patient. New rods were placed without a crosslink. There was no patient symptom reported. There were no further complications reported regarding the event.